Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, a crack was observed near the battery compartment about a week ago. Patient stated that there was no power loss or damage to the battery cap. Battery cap was 3 years old and was able to tighten properly onto the pump. Patient denied that there was no trauma to the pump or evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.